Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the device tested positive for unspecified microbes (40cfu/endoscope).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus asked the user facility to fill in the questionnaire about reprocessing practice of the user, but was refused. Olympus received complaint on a positive culture test result from the user facility, (MFR. Report #8010047-2020-06696) and the device was returned after reprocessed without any repair upon a request by the user facility. After that, the user facility experienced the positive culture test result in this time. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the available information, the reported phenomenon could have been attributed to insufficient reprocessing, contamination during the culturing test at the user facility, or malfunction of the device.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the device tested positive for unspecified microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.